Event description:
There were jacket retraction issues. The jacket was stretched. Device removed from teh pt. Endovascular repair complete with another device. Medwatch report sent to FDA by facility user.